Manufacturer narrative:
The ventilator was investigated by our field service engineer. Presence of liquid was noted on the two pressure transducer pc boards. These were replaced and the ventilator then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided, and the replaced parts were not returned for investigation. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The root cause of the reported failed pressure transducer test during pre-use check was contamination of the pressure transducer pc boards.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the pre-use check failed the pressure transducer test. There was no patient involvement. Manufacturer reference #: (B)(4).